Event description:
A study indicated that a (B)(6) male underwent evar of the aorta on (B)(6) 2012. The pt has mild occlusive disease and calcification on both the left and the right sides. The pt also was moderate tortuosity on the left iliac and mild tortuosity on the right iliac. At the time of th e procedure, all devices were patent, with no kink, compression, or thrombus. As of (B)(6) 2013 (210 days post-procedure), as CT reflected that there was external compression and thrombus in the main body but all devices were patent. No treatment was noted. No additional information has been provided by the reporter.

Manufacturer narrative:
Thrombus and occlusions are labeled in the IFU. Still under investigation.